Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump displayed error code 41622 during infusion. This error code triggers a high-priority alarm and could potentially interrupt therapy. There was a delay in therapy of less than 2 hours. A backup pump protocol was in place, which prevented any issues. There was patient involvement, and no patient harm was reported.